Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation liquid adhesion to internal board (fluid ingress) caused malfunction of the control panel (cp) board and distribution panel (dp) board. This led to touch panel not turning on. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited liquid adhesion to board. There was no patient involvement.